Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 06/03/2016, belt 08/06/2014.

Event description:
A us distributor contacted zoll to report that a patient passed while wearing the lifevest on (B)(6) 2021. It was reported that the patient's son and paramedics tried to help the patient. It was reported that the patient's son felt the shock delivery, but no injuries were reported. Review of the download data indicates the patient received four appropriate treatments and one inappropriate treatment in response to nsvt on the date of passing. The patient was in sinus tachycardia at 130 bpm with bigeminy at 07:34:17 on (B)(6) 2021. The patient's rhythm transitioned to nsvt at 07:34:27. The patient received the first appropriate treatment at 07:35:42. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was vt at 210 bpm with pacemaker artifact. The patient received the second appropriate treatment at 07:36:17. The patient's rhythm at the time of treatment was vf with pacemaker artifact. The patient's post-shock rhythm was a paced rhythm at 60 bpm. The patient received the first inappropriate treatment at 07:40:59. The patient's rhythm at the time of treatment was nsvt at 230 bpm. The patient's post-shock rhythm was vt at 230 bpm, degrading to vf with pacemaker artifact. The patient received the third appropriate treatment at 07:45:44. The patient's rhythm at the time of treatment and post-shock rhythm were vf with pacemaker artifact. Pacemaker and CPR artifact prevented the lifevest from delivering a treatment while the patient was in vf from 07:46:05 until 08:19:38. The patient received the fourth appropriate treatment at 08:19:38. The patient's rhythm at the time of treatment was vf with CPR/motion artifact. The patient's post-shock rhythm was a paced rhythm at 50 bpm with CPR/motion artifact. The patient was in a paced rhythm with CPR/motion artifact at the time of the electrode belt disconnection. It was not reported who disconnected the electrode belt.